Manufacturer narrative:
H3: product ID 977a260, serial# (B)(6), was returned for analysis. Analysis identified that all the conductors excluding #3 and #4 were broken at the anchor site; 40.4 cm from the proximal end of the lead. Product ID 977a260, serial# (B)(6), was returned for analysis. Analysis identified that the braid and all conductors were broken near the anchor site; 43.2 cm from the proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient had high impedances and a loss of stimulation. Electrode 1 is 34720, 9 is 31400, 10 is 31970. Impedance check was performed. The issue was resolved. Additional information received from rep, rep was made aware on (B)(6) 22 that this patient was experiencing oor messaging again on program a. Patient was seen in office <(>&<)> impedance testing showed electrode 7 was now 34,000, electrode 1 was wfl, <(>&<)> 11 is 29,000. Only program a was using an electrode affected. Reprogramming occurred and patient still with good coverage. Physician was made aware additional information was received from the manufacturer representative (rep) reporting that patient came into the office today as she was getting oor messaging again on group a only on remote. Electrode 15 is now >20,000. Programmed around it successfully with good coverage. Office made aware. Additional information was provided by a manufacturer representative stating patient had lead revision today, due to high impedance, which lead to patient not getting therapeutic benefit. Rep was helping out and just wanted to know the return process. Hcp kept the original neurostimulator. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the manufacturer representative (rep). Ongoing issue as patient had oor messaging on patient programmer frequently. Each time she was seen for reprogramming, further electrodes would present with high impedances. Able to program around. Finally, all impedances were >40,000 this patient presented for a lead revision. There was a loss of stimulation and a return of pain. The issue was resolved with the lead revision.

Manufacturer narrative:
Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.